Event description:
An attempt was made to use a resolute integrity drug eluting stent to treat a lesion. The device was removed from the packaging, inspected and negative prep was performed with no issues noted. It was reported that during the attempted delivery of the resolute integrity the tip broke and was removed from the patient in the normal method. It was reported that a dissection also occurred during the procedure. No patient complications or other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure ¿ (dissection). Deformation problem - (hypotube, stent). Evaluation conclusions: inherent risk of procedure ¿ (dissection). (Root cause of the event could not be determined). Unable to confirm complaint - (dissection event unconfirmed  as no procedural images provided for review). Conclusion not yet available: (evaluation in progress). (B)(4).

Manufacturer narrative:
Results: related to operational context ¿damage is procedural related, inherent risk of procedure¿stent deformation. Conclusions: related to operational context ¿damage is procedural related, known inherent risk of procedure¿stent deformation. (B)(4).

Event description:
Evaluation summary: the device returned in two sections, the hypotube was broken at 33.6cm distal to the strain relief. The catheter had a number of kinks located on its shaft. There was a kink located at 53.4cm and 81.5cm proximal to the tip of the device. The distal and proximal edges of the break are both jagged and uneven. The distal tip of the device is flared. The stent was positioned on the balloon between the marker bands as per specifications. The middle section of the stent is damaged with overlapping raised and stretched struts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.